Event description:
It was reported that during a paraneo proctectomy with colorectal anal end to end anhastomosis procedure, the device would not fire. A new device was used to complete the procedure. No other details are known. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.